Event description:
The facility reported receiving an error message, tried five tips and different handpieces. Surgeon completed the case, but didn't want to start another case until the system was checked. There was no patient injury. No additional information is expected.

Manufacturer narrative:
Detemination of root cause: assessment: a company service rep checked the system, and found it met specifications. Checked two I/a handpiece, found black o ring missing. Conclusion: the customer ordered new o rings.